Event description:
On an unreported date, the patient began peritoneal dialysis (pd) treatment. During a call with baxter customer service, the patient's nurse reported the following information. On (B)(6) 2010, the patient developed peritonitis. On (B)(6) 2010, the patient was hospitalized for peritonitis. The cause of the peritonitis was unknown. A peritoneal effluent culture was performed which revealed no growth. It was unreported whether treatment was provided. Pd therapy was ongoing. At the time of this report, the patient was recovering from the peritonitis. Concomitant medications were not reported. Per the nurse, the peritonitis was unrelated to pd therapy.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. Should additional information become available, a follow-up report will be submitted.